Manufacturer narrative:
The driver was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the motor, driveshaft, potted trigger, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver began overheating during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.